Manufacturer narrative:
H.6. Investigation: a 2000e china sample was not available for investigation of this feedback; however the customer indicates that the female luer adaptor had separated or broken away from the smartsite. No further information was available to assist the investigation in this instance. A review of the production records for lot 19087358 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced component separation and device damage/deformation/cracking. The following information was provided by the initial reporter: when opening the package and found that the front end of the connector fell off for no reason.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced component separation and device damage/deformation/cracking. The following information was provided by the initial reporter: when opening the package and found that the front end of the connector fell off for no reason.